Event description:
It was reported that the external pulse generator (epg) had output connector problems and was missing the pole hanger. It was recommended that the epg be returned for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.